Event description:
It was reported that after a xience xpedition stent was implanted in a proximal left anterior descending coronary artery (plad), the same day, on (B)(6) 2013, there was an atheroembolism with a timi flow of 0. An embolus aspiration was done as treatment and the embolism resolved without an adverse patient sequela on (B)(6) 2013. There was no myocardial infarction reported. The patient was discharged on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of embolism and occlusion are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.